Event description:
Reportable based on analysis results approved 11 july 2006. It was reported that during a carotid stenting treatment procedure, the physician was unable to deploy the carotid wallstent monorail 8.0-36. No kinks or fractures were observed on the system. The facility did not have another carotid wallstent in stock; therefore, the physician implanted two large coronary stents. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Product analysis confirmed that it was not possible to deploy the stent from the returned device. The stent was fully mounted on to the device. Visual examination found that the shaft was kinked at 20 mm proximal to the exterior ro marker band. When an attempt was made to retract the outer sheath, a restriction occurred and the t-body detached from the shrink tubing. On dissection of the shaft and deployment of the stent, it was noted that the stent was kinked at 11 mm from its distal end and that the stent wires were damaged distal to this kink. No restriction in movement of the inner lumen was noted through the outer sheath once the stent was deployed. No other issues were noted with the device that would have contributed to the complaint reported. A review of the manufacturing record for this particular batch (7872024) shows that the device met its material, assembly and product specifications. No other complaints have been reported to date for this particular batch of devices (7872024). Product analysis of the returned device found no manufacturing issues with the device that would have contributed to the complaint reported. The restriction met during deployment was due to the kinking of the shaft. We are not able to determine the root cause of this event.